Event description:
It was reported that the device displayed error 495: "rf power supply self-test error". The procedure was not completed due to this event. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.